Event description:
A customer contacted beckman coulter inc., (bci) regarding a falsely elevated troponin (accu tni) result generated by the access 2 immunoassay system for one patient. The result was reported out of the lab and questioned by the nurse. The original specimen was re-tested and results obtained were within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was lithium heparin plasma that was centrifuged at 4,000rpm for 5 minutes. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched: the fse performed hardware verification, and no issues were found. A definitive root cause has not been determined to date for this event.